Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon could not be definitively determined. The following was confirmed from the investigation: the user did not report existence of foreign material. There was no obvious deviation in reprocessing method by the user. From these findings, it was difficult to specify what the foreign material was, nor any presumed cause of the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the control knobs had play, the distal end cover dents and scratches, the objective lens had worn glue, the light guide lens was cracked, the bending section cover had cracks on both sides, the insertion tube had minor scratches, the air/water supply had white residue in the channel, the control body had the red ring coming off, and the light guide tube had minor scratches. The customer provided information regarding the reprocessing process. Precleaning is performed immediately after a procedure. The insertion section of the endoscope is wiped, then the suction channel is aspirated with clean water or detergent. The air/water channel is flushed, then the auxiliary channel is flushed. All accessories are disconnected from the scope and the scope is disconnected from the video system. The cleaning solution used is the ruhof endozime slr phase one endoscopy bedside care kit. The scope is leak tested prior to manual cleaning using an olympus mu-1. The endoscope channel is brushed using single use brushes, olympus disposable bw-214t. The automatic endoscope reprocessor used is medivators. For storage, the endoscopes are hung vertically in endoscopy vented cabinets. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had the red color ring coming off of the suction valve cylinder. No other devices were involved or replaced in this event. This event was found prior to a colonoscopy. The procedure was completed using a similar device (pcf-hq190l). There was no delay in the procedure. Inspection and testing of the returned device found white residue in the channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.